Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (battery life) issue. It was reported that the battery life was less than expected. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/03/2017 with the following findings: review of the pump histories revealed frequent low and replace battery alarms recorded. During testing, replace battery alarm occurred during the rewind step. The remainder of testing was not able to be performed due to the replace battery alarm. On examination, there was moisture corrosion found inside the battery compartment. Leak testing did not reveal any moisture ingress into the pump. The pump was opened for further investigation and did not reveal any moisture damage or corrosion inside the pump¿s interior compartment. Investigation determined the replace battery alarm occurred due to moisture damage inside the battery compartment. (B)(4).